Event description:
Healthcare professional reported left side "irregular contour and thickening of the capsule" and "intracapsular rupture. Device was explanted.

Manufacturer narrative:
Continue: e.1. Phone number: (B)(6). Fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side "irregular contour. And thickening of the capsule". And intracapsular rupture. Device was explanted.